Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2009, that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure. According to the complainant, after advancing the device to biopsy site, the jaws would not close making it incapable of clipping tissue for retrieval. There was slight bleeding, however, the procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition following the completion of the procedure was reported as good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.